Event description:
Toshiba (B)(6) service reports a burning smell and smoke in the cysto room during a pt study. Fluoro capability was lost during pt procedure. No reported injury.

Manufacturer narrative:
Pending investigation. Upon receipt of investigation, a medwatch 3500a supplemental report will be submitted.